Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not give voice prompts when opening the lid. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not retuned to stryker for evaluation. The reported issue could not be verified or duplicated and the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not give voice prompts when opening the lid. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.